Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while dispensing chemotherapy on multiple dates, the pump alarmed for no disposable, pump will not run. A new cassette occasionally had to be created in order to complete the therapy session. A patient was involved, but there was no report of any patient injury.